Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
It was reported during follow up, that the patient underwent surgical intervention on (B)(6) 2020. During the procedure the ipg site was relocated from the right to left side. Surgical intervention addressed the issue.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patient experienced pain at the ipg site following significant weight loss of 120 lbs. Surgical intervention may be pending to address the issue.